Manufacturer narrative:
H10: of the 2 devices, 2 lot numbers were provided, and the lot history reviews were performed. Of the 2 reported devices, 2 were returned for evaluation. Self-activation was confirmed for one device and self-activation and failure to fire was confirmed for the second device; however, the investigation is inconclusive for the alleged failure to obtain samples for both devices. A root cause has not been determined. The devices were labeled for single use. H11: h6 (2610 failure to fire). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model mc1410 biopsy instrument allegedly experienced failure to obtain sample and self-activation. This report was receive from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided, and the lot history reviews were performed. Of the 2 reported devices, 2 were returned for evaluation. Self-activation was identified for both devices. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model mc1410 biopsy instrument allegedly experienced failure to obtain sample and self-activation. This report was receive from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.